Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer resumed insulin delivery without changing the supplies. The customer's blood glucose level was not impacted. The customer has not received any further occlusion alarms.